Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: safety release button did not work. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. After the physician depressed the trigger, he noticed the audible click did not have the usual sound. It is knot known if the clip was deployed, however, the device was removed without resistance and hemostasis was achieved with "a few seconds" of manual compression. No additional information available.